Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hospitalized due to infection at the device insertion site. There was no known allegation from a health professional that suggests the infection was related to the device. The lead was cut and capped on (B)(4) 2017. The patient was stable.